Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was giving inaccurate readings. The blood glucose reading was 458 mg/dl and customer did a bolus. The bolus did not work, so customer treated with manual injection. She stated that the blood glucose reading was 191 mg/dl when the sensor reading was 161 mg/dl. The sensor glucose graph was moving in the direction of the blood glucose. Nothing further was reported.